Event description:
It was reported by the patient's family member the device's rate response with exercise function settings "did not work" and that the device functioned "fine" until the rate response was programmed on. It was indicated that the patient had an MRI after the device was implanted, and it was not sure if the MRI had any adverse effect on the device. The device was reported to be "fine" pre and post MRI by the health care professional; however the device was never set on rate response during the checks. It was reported the patient could not walk down the street with rate response programmed on. The device was eventually removed and replaced due to low battery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.